Manufacturer narrative:
The insulin pump displayed properly during our testing and no fainted, out of focus screen or display anomaly noted. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement were normal. No unexpected pump re-boot noted during testing. No cosmetic damage noted. No damage was found inside the insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and is cracked. Customer's blood glucose was 134 mg/dl at the time of incident. Customer indicated that the display looks out of focus. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.